Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of difficulty interrogating devices and attributed it to the radiofrequency connector on the link electronic module (lem) board being loose leading to intermittent operation. The lem board was replaced and calibrated and the software reconfigured and reloaded. (B)(4).

Event description:
It was reported that the programmer was not interrogating devices, and the radio frequency (rf) programmer head was not working properly. The programmer and rf head have been returned for repair. No patient complications have been reported as a result of this event.